Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm from its proximal end. The stretch resistant wire (sr wire) was fractured, and the coil was unraveled. The proximal constraint sphere was inside the distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned device confirmed that the pusher assembly was kinked. This type of damage typically occurs due to forceful handling during use. Further evaluation revealed that the sr wire was fractured and the embolization coil was detached from its pusher assembly and unraveled. This damage was likely incidental and may have occurred when packing the product for return to penumbra facilities. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure treating multiple pulmonary arteriovenous malformations (pavms) using pod packing coil (podj coils). During the procedure, the physician inadvertently kinked a podj coil pusher wire and consequently, the podj coil was unable to advance into a non-penumbra microcatheter. The physician then removed the podj coil and completed the procedure using ruby coils and other non-penumbra devices with the same non-penumbra microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) but did not maintain continuous flush. There was no report of an adverse effect to the patient.